Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2013-21109, 1627487-2013-21110. The patient received two model 3166 scs leads with the same lot number and two model 3169 scs leads with the same lot number. The patient's physician reported that the patient requested to have her scs system explanted as it was not providing effective pain relief. It was also reported the patient had stopped using her system (approximate date unknown). Follow-up identified the patient had her entire scs system successfully explanted. It was also reported that the ipg pocket site was cultured due to fluid collection. The results of the culture are unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.